Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
The patient status at the time of this report was reported as "alive - no injury."

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from the manufacturer representative. It was reported that dr. (B)(6) was the source of the complaint. It was reported that the notified date was 2017-oct-05. It was reported as unknown when the patient first started experiencing the lack of efficacy. It was reported that per the md (doctor of medicine), the catheter was not attached to the pump; the reporter did not have any further information regarding the cause of the detachment. It was reported that the result of the pump program was unknown. It was reported that the lack of efficacy had been resolved. It was reported that during the catheter revision a new pump segment was connected to the existing spine segment. It was reported as unknown what other medications the patient was taking at the time of the event. No further complications were reported.

Manufacturer narrative:
Other applicable components are: product ID 8709 lot# serial# (B)(4) implanted: (B)(6) 2007 explanted: product type catheter. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a manufacturer representative regarding a patient who was receiving an unknown drug at unknown concentration, dose and frequency via intrathecal drug delivery pump for non-malignant pain and complex reg pain syndrome type I. It was reported that there was a lack of efficacy. It was reported as unknown whether there were any environmental, external or patient factors that may have led or contributed to the issue. It was reported that a pumpogram was performed per the md (medical doctor), with an unspecified result. It was reported that surgical intervention occurred: a catheter revision was performed, with an unspecified result. No further complications were reported.